Event description:
Dealer states they can smell a burning motor. No other details provided. Dealer was contacting us to report, and dealer has been asked to obtain more information, including which motor, is the bed still operational, and any other details to this event. No further information available.